Event description:
It was reported that the patient was experiencing inadequate stimulation and skin irritation in the battery site. It was also reported that the patient had difficulty and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the hospital.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.